Manufacturer narrative:
Additional information provided: d.3, d.11, and h.6. (Device code). No product will be returned per customer. Photo provided by the customer shows that the silicone segment was torn apart about an inch away from the upper fitment. The root cause of this failure was not identified.

Event description:
It was reported that the tubing came apart at the upper fitment and leaked. Bedside rn stated that he was trying to give a (5) minute push antibiotic through the port closest to the patient. When he tried giving the medication, it created back pressure and caused the tubing to "break" inside of the pump. Upon inspection from the rn, it was revealed that the patient had a (piv) that had come out slightly and was kinked, which did not allow flow of the fluids. There was a minor delay in treatment as the tubing had to be replaced. It was confirmed that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing came apart at the upper fitment and leaked. Bedside nurse stated that he was trying to give a 5 minute push antibiotic through the port closest to the patient. When he tried giving the medication, it created back pressure and caused the tubing to break inside of the pump. Upon inspection from this nurse, it was revealed that the patient had a piv that had come out slightly and was kinked, which did not allow flow of the fluids. There was a minor delay as tubing had to be replaced. There was no patient harm or impact.